Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locked-up upon powering on. The customer further advised that none of the buttons would respond when pressed and they had to remove both batteries in order to get the device to power off. There was no patient use associated with the reported event.